Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. Three (3) good faith efforts (gfes) to obtain the relevant repair and iabp status related to this complaint issue were made to the customer. However, despite our best efforts, the customer has not responded to any of our gfes. If additional information is provided, we will submit a supplemental report.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a maintenance required code #7. The iabp unit was swapped out with another iabp unit to continue therapy without issue. The iabp was then sent to the bio-med awaiting evaluation. There was no patient harm; thus, no adverse event reported.